Event description:
It was reported the customer was attempting to install their sensor, but could not get their needle out. The customer also reported a bent sensor needle when they removed their sensor. The customer also reported there was blood at their sensor cute. Customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.